Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation and atrial flutter with rapid ventricular response. The device was reprogrammed. Subsequently, the device delivered inappropriate therapy for atrial fibrillation and atrial flutter with rapid ventricular response once again. Patient was treated with medication and was discharged.